Event description:
It was reported that the black battery clip broke when changing the internal backup battery on the power module. The unit did not have the molex connector and was hardwired into the power module, requiring the unit to be sent in for repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged battery clip on the streamline cable was confirmed via evaluation of the returned power module. The unit was evaluated at service depot and visual inspection revealed that the casing on the battery clip connector of the streamline cable was partially broken. The damaged part was replaced. The power module was functionally tested without any issues and then returned to the customer. The root cause of the reported event could not be conclusively determined through this analysis. It should be noted that the manufacture date of the power module is (B)(6) 2012. Heartmate 3 instructions for use (IFU) (rev. C) section 8, entitled ¿equipment storage and care¿ describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the power module, serial number (B)(6) was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on (B)(6) 2012. No further information was provided. The manufacturer is closing the file on this event.